Event description:
It was reported that when the patient turned his device off, he had a back ache. It was better with the device back on. The patient's device was reported to be off one day, but he was not sure how it was turned off. The patient was scheduled to see his physician. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was unknown. On (B)(6) 2012 the device was turned back on. The patient experienced back pain due to the event. Hospitalization was not required and there was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3387s-40, lot# v951526, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# v951526, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).